Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging the pump was experiencing an intermittent power issue. The battery compartment was reportedly cracked. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission: 08/02/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 07/11/2016 with the following findings: a review of the black box data showed unexplained reboots. A visual inspection of the pump showed that the battery compartment was cracked with evidence of corrosion in the battery compartment. The returned battery cap had stripped threads and is unable to fully attach to the pump. Reboots occurred with the returned cap. A test cap was able to fully attach on to the pump; the pump was then exercised for 24 hours with no issues. The pump failed a leak test at the battery compartment. The pump cover was opened and no further moisture damage was observed. No damage to the power circuit was observed. Unrelated to the complaint, the display was discolored.